Event description:
The patient experienced pain at the device site and had a non-functioning device. The device was explanted. The physician did not attribute the event to the device. There was no injury to the patient.

Manufacturer narrative:
(B) (4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.